Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the visible scratch was noted on the iol after insertion, the procedure was completed with new lens. Additional information has been requested and received stated that there was no patient harm and the patient issue was resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10.. The lens was returned in multiple pieces inside the lens case. Solution was dried on the lens. The lens was in multiple pieces inside the lens case. The optic was broken and cut into pieces, typical of a removal from the eye. Scratch damage was observed to a portion of the optic. Additional optic damage was observed on the returned portions. The optic was split and cracked. The optic edge had areas that were broken. The associated company cartridge was returned inside the opened lens carton. Inadequate viscoelastic was observed dried inside the cartridge. There was no damage observed to the cartridge. The cartridge shows evidence of handpiece use. The remainder of the lens has been placed onto the loading ramp of this associated cartridge. The leading haptic and majority of optic were observed as one portion. Information was provided that indicated the use of a qualified cartridge and handpiece with the lens. The questionnaire asked the name of the viscoelastic. The written answer was "no", however, a small amount of viscoelastic was dried inside the returned cartridge. Without a confirmation of the viscoelastic brand, it is not possible to determine if a qualified viscoelastic was used in the cartridge. If additional information becomes available, the file will be reopened and updated. The reported scratch was observed. The root cause was most likely related to a failure to follow the IFU. An inadequate amount of viscoelastic was observed. The instruction for use IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Also it is unknown if a qualified viscoelastic was used. The IFU instructs to only use an company ovd qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device(ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Information was provided in the file that the lens was removed and that the surgery was completed with a new lens. The replacement lens information was not provided. The manufacturer internal reference number is:(B)(4).